Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged insulin pump error alarm and rewind anomaly found on may 07, 2022. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thump. There were no insulin pump error alarms and the insulin pump rewound properly noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 there were eighteen (18) insulin pump error alarms (between 16:36 and 16:46), three (3) insulin pump error alarm ((B)(6)) alarms (16:42, 16:43, and 16:45), one (1) insulin pump error alarm ((B)(6)) alarm (16:45), and five (5) insulin pump error alarms (2x 16:38, 16:39, 16:41, and 16:44) that occurred. The insulin pump error alarm is a mfda alarm and it is expected if insulin pump experienced strong magnetic field. Insulin pump error alarm was triggered since the power was not granted for the motor power supply within 500 ms. Could be related to strong magnetic field as well. Device behaved as expected, and the insulin pump error alarm is a motor failure due to significant external magnetic field, faults may have been an intermittent failure that was not detected during our testing, isolated to the hardware. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor, force sensor, and motor flex cable. Insulin pump error alarms are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label stained and faded, and pillowing keypad overlay. Insulin pump error alarm mfda, insulin pump error alarm, and insulin pump error alarm are confirmed. They are expected if insulin pump experienced strong magnetic field, isolated to the hardware. Insulin pump error alarm is confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.